Event description:
It was reported that the patient experienced withdrawal. The patient experienced shaking, sweats and a clammy feeling. The patient had a refill on (B)(6). A couple weeks later, the patient was in the hospital due to severe pain. The patient returned to see her hcp to check the pump. The hcp aspirated and did not get any medication from the reservoir. The hcp questioned if the morphine was taken out at the hospital but the patient's husband indicated the pump had not been touched. The hcp then filled the reservoir with 20ml of pfns and programmed the pump to minimum rate mode. The actual residual volume was less than the expected residual volume. They aspirated 11ml and expected 19.8ml. There were no pump alarms. A dye study was performed; no problem was found. The caller indicated the patient was referred to a radiologist who determined there was a mass at the tip of the catheter. It was believed that the drug in the pump was morphine. There was "only saline in the pump right now." A rotor study was performed on (B)(6) 2012 and "all checked out well." The hcp planned on checking the saline amount at minimum rate. Further troubleshooting was being considered. The patient was on pain meds orally.

Manufacturer narrative:
Concomitant medical products: catheter model 8711 lot# n180958002 implanted: (B)(6) 2009 explanted: unk.

Manufacturer narrative:
(B)(4).